Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving three separate products: associated mdrs # 1225714-2014-04996; 04997; 04998; 04999; 2937457-2014-01137 and 01138.